Event description:
It was reported that during a da vinci procedure the customer experienced recoverable system error code# 20008. The error code continued to recur after fault override was attempted. The surgeon decided to convert to traditional open surgical technique to complete the planned procedure. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error code #20008 was associated with the right master tool manipulator (mtmr) gimbal. The mtm gimbal is a subsection of the complete mtm, consisting of the links associated with the five axes of motion closest to the surgeon's hand. These axes measure the orientation of the mtm handle and the mtm grip angle. The system was repaired by replacing the affected mtmr gimbal. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. System error code #20008 appears when the da vinci safety system determines that the angular position of one or more robotic joints on the specified manipulator, as measured by the joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining this condition, the safety system puts da vinci in a "recoverable safe state". The mtmr gimbal was returned to isi for eval. Engineering discovered that an axis potentiometer had malfunctioned, thus generating the system error code experienced by the customer. As of sept 3, 2009, there have been no reported recurrence of the issue at this hosp.